Manufacturer narrative:
Concomitant medical products: addrl1ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead had a conductor fracture and insulation breach. The lead was explanted and replaced. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was oversensing and not sensing. The lead was programmed to unipolar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the office with multiple episodes of near syncope. The patient felt as though the device was ¿pacing too much¿. The lead was not pacing, there was no capture, and the impedance had dropped to low values.